Event description:
Same case as MFR report# 2134265-2008-01646. It was reported that post a carotid artery stenting (cas) procedure, a pt death occurred. It was noted that the pt discontinued plavix and aspirin 5 days prior to the procedure. A 1 cc dose of heparin was given prior to the procedure. The approx 4cm long, 75% stenosed and moderately calcified lesion was located in the 5 mm left internal carotid artery (lica). The lesion was located in the ostium with a large portion remaining "post-ostial". It was further noted that the common carotid and lica were non-tortuous, however, the left common carotid contained "significant type ii angulation" at the location of the lica and aortic arch which made catheterization to the lesion difficult. The 190 cm filterwire ez embolic protection device was advanced to the lesion and deployed without difficulty. Following placement of the filterwire, it was noted that the carotid wallstent 8.0 mm x 29 mm stent delivery sys (sds) was not available in the or but at another location within the user facility. While waiting for the carotid wallstent sds to arrive, the physician pre-dilated the lesion with an unspecified balloon catheter. After approx 39 mins following filterwire deployment, the carotid wallstent was successfully deployed in the lesion. Following stent placement, angiographic imaging revealed "slow circulation" through the lica and thrombus was noted in the filterwire. Approx 5 to 7 mins following deployment of the wallstent, the filterwire was able to be completely removed and subsequent angiographic imaging revealed that blood flow through the lica and cerebral arteries was "excellent" and the procedure was completed. It was noted upon removal that thrombus was not present in the filterwire. Immediately following the procedure, the pt was extubated but failed to wake up and remained in a deep coma with signs of decerebration. A cerebral scan was performed which revealed left cerebral ischemia, however, no hemorrhagic lesion was found and local embolization was not detected. The pt was transferred to the intensive care unit (ICU), and a few hrs later was administered intravenous recombinant human tissue-type plasminogen activator (rt-pa), however, this was unsuccessful in preventing further deterioration of the pt's condition. Approx 48 hrs post procedure, electroencephalography (eeg) imaging confirmed cerebral death and the pt's cause of death was documented as "global cerebral ischemia, decerebration". It was the physician's opinion that thrombus in the filterwire decreased blood flow through the lica to the left cerebral artery. The pt's right internal carotid artery contained a "less critical" 75% stenosis which contributed to poor contra-lateral cerebral circulation. The pt may not have been able to tolerate the bilateral cerebral flow reduction due to the thrombus that most likely occurred, during the 39 min delay between filter deployment and removal of the filterwire.

Manufacturer narrative:
The complainant indicated that the filter was disposed of at the user facility, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.